Event description:
It was reported that the wire got detached and remained inside the patient. A 5 pack ng rotawire floppy was selected for use. During the procedure, the wire was inside as kind of a body wire. Then, during normal maneuvering, there was an embolization at the wire, and it broke off at the radiopaque marker. Part was left in the patient, because it landed in a very small side branch. The procedure was completed with another of the same device. There were no further patient complications.

Manufacturer narrative:
The returned product consisted of the rotawire. A visual examination revealed that a portion of the spring tip was detached, and the remaining portion of the spring tip was unraveled. Regarding the reported issue of guidewire detachment of device or device component, the manufacturing process has robust controls to prevent this kind of issue from happening during its use on medical intervention. Based on the information provided and analysis performed, it is likely that the issue can be attributable to procedural factors such as handling/technique at the moment to manipulate the device, causing the observed damage. In addition, regarding the observed unraveling of the spring tip. This failure can be also attributable to procedural factors such as handling/technique, since the spring tip is a sensitive part, and any pressure or force applied to it can result in damages, such as the observed during the product analysis. This investigation has been assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that the wire got detached and remained inside the patient. A 5 pack ng rotawire floppy was selected for use. During the procedure, the wire was inside as kind of a body wire. Then, during normal maneuvering, there was an embolization at the wire, and it broke off at the radiopaque marker. Part was left in the patient, because it landed in a very small side branch. The procedure was completed with another of the same device. There were no further patient complications.